Event description:
Unsolicited communication. Pt reported that freedom 60 pump broke last night. Serial number of defective pump: (B)(6). No interruption to therapy, missed dose{s) or adverse event(s) reported due to product issue. Troubling shooting was not reported. Device is available for return. No additional information available. Pharmacy is replacing device. Indication: selective deficiency of immunoglobulin g[igg] subclasses. Reported to (B)(6) by pt/caregiver.